Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot. The insulin pump received with broken belt clip slot. The insulin pump received with cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unremovable battery cap. The blood glucose reading was 186 mg/dl. The customer's husband stated that there were issues attempting to remove the battery cap with a flathead screwdriver, as advised. Advised replacement of the device. Nothing further reported.